Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that the catheter ruptured in two different locations: towards the middle, as well as in the conic region of the device. The operator reportedly changed out the device, which increased the risk to which the patient was exposed. The product was reportedly unavailable for return.

Manufacturer narrative:
It was reported that during the course of the antiblastic therapy, the catheter broke in two parts in the between the thinnest part and the cone. The breakage required medical intervention which delayed the administration of antiblastic therapy. Corrected data: (B)(4). A review of the complaint history, device history record, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There were no other reported complaints for this lot number. The redo single lumen tpn catheter set is shipped with instructions for use, which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.